Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05210, 0001825034-2017-05204, 0001825034-2017-05206. Concomitant medical products: unknown cup, unknown head, unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is scheduled for a revision for unknown reasons. No revision has been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.